Event description:
Customer was hospitalized for high blood glucose levesls. Prior to hospitalization, customer went to dentist appointment with possible infection and high blood glucose levels. Customer treated high blood glucose leves with several boluses. Md later arrived and thought gastroenteritis was the cause of high blood glucose levels and treated accordingly. Customer was later hospitalized for high blood glucose levels.